Event description:
The clinician reported that he used duramatrix suturable and adherus nus106 for a chiari malformation. The patient developed what they believed was a pseudomeningocele. The surgeon was informed that the patient was 108 days post-op and had developed a recent issue with retching. Upon going back in, the surgeon noted that the patient had a csf leak located in the bottom right corner of the graft. There was no visible tear in membrane and additional sutures were added . Duraseal was also added over the membrane.